Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 40psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component issue. The free flow clamp assembly was replaced which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
There are previous complaints on the device not related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by 3rd party provider where it was detected that the pump had battery issues. Replacing the battery successfully addressed the issue. A CAPA has been opened to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/22/2024, znyo medical received a report form the 3rd party customer that during the preventive maintenance (pm), it failed safety test (earth/ground) with 240ohms. Passing range less than 500ohms. No patient was involved.